Event description:
It was reported that t2 did not deploy during a knee scope procedure. A delay of less than 30 minutes was noted as a result. The procedure was completed with a backup device of the same model. No patient injuries or additional complications were reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The device was returned without t1, t2 or suture. There is moderate disfigurement of the needle. There is indication of resistance and difficulty reaching desired surgical location. The delivery needle is very bent. Functional test proved that the device no longer cycles as intended. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause can be confirmed with regards to the manufacturing of the device. No further investigation is warranted.